Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the received information from the field the recipient experienced a temporary loss of hearing after a head trauma. Reportedly in-situ measurements could not be obtained as no communication between internal and external device was possible, which was likely related to the reported swelling. As per latest information, the swelling has resolved the recipient hearing performance is good again. Further, in situ measurements show a fully functional device with all channels working within normal limits. Therefore the device remains implanted and in use.

Event description:
User reported a decreased in hearing performance with the device following a car accident on the in (B)(6) 2019. The user was hit hard from behind resulting in swelling over the face. She was also treated for a middle ear infection. As per new information, user's hearing performance is currently good following the resolution of the swelling.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report

Event description:
User reported a decreased in hearing performance with the device following a car accident on the the (B)(6) 2019. The user was hit hard from behind resulting in swelling over the face. She was also treated by the ER for a middle ear infection.